Event description:
It was reported to philips that the customer was having issues with the etco2. No further information was provided. There was no reported patient involvement/adverse patient impact.